Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 406 mg/dl at the time of the incident. The customer planned to calibrate and give them self a bolus, but the insulin pump di not allow them to do so due to the current readings. The device will not be returned for analysis.